Event description:
The reporter contacted animas on (B)(6) 2013, stating that the patient experienced a blood glucose in the 400mg/dl range with positive ketones. The reporter stated that in the morning the pump emitted a low battery alarm but the reporter was unable to remove the battery cap due to the coin slot being stripped. The reporter stated that the patient was sent to school without the pump due to the battery cap issue; the reporter stated that the patient was given an injection but was not given any long acting insulin resulting in the patient's blood glucose elevating to 400 mg/dl with positive ketones. This report is made based on the allegation that the patient experienced hyperglycemia after discontinuing the pump for a damaged battery cap issue.

Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery cap was secured to a test pump and the battery cap was able to fully tighten until the yellow o-ring was seated flush with the pump cover. The pump was exercised and no rebooting was observed. The battery cap was tested and confirmed that the battery cap contacts were within specifications. The groove on the top of the battery cap was observed to be stripped.

Manufacturer narrative:
The battery cap has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.